Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Failure analysis could not be performed as the devices were not returned. Review of controller log files did not reveal any alarms within the analyzed period. Review of the event file revealed that multiple user interface controller (uic) resets and event exceptions were logged. This observation is indicative of a faulty or corrupted uic. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files and displaying information on the controller liquid crystal display (lcd). When the uic resets, the light-emitting diode (led) alarm indicator on the controller's front panel will flash red for a brief moment. The uic resets observed in the logs was likely perceived by the patient as the reported alarms and display errors. As a result, the reported display error and alarms events were confirmed. However, the reported poor mechanical connection event could not be confirmed. The most likely root cause of the reported alarms and display error events can be attributed to a faulty or corrupted user interface controller. Based on the risk documentation, a possible root cause of the reported poor mechanical connection may be attributed, but not limited, to a damaged driveline connector and/or a marginal connection. Additional products: d4: serial#: (B)(6). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system, controller 2.0. Controller 2.0, (B)(4), model #: 1420, expiration date: 2018-10-31, UDI #:(B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited intermittent audible alarms, involving medium priority yellow flashing alarms then flashing red alarms, then the start-up screen would illuminate. This was also witnessed by healthcare personnel during a clinic visit. It was noted the driveline was ¿pulled pretty tight¿ and that the connection to the controller could be advanced slightly, but that visual inspection of the driveline was unremarkable. Upon review of log files, it was suspected there was an issue with power to the controller screen itself. The controller was exchanged and the driveline remains in use. No patient complications have been reported as a result of this event.